Manufacturer narrative:
The associated complaint devices were returned and evaluated. This complaint reports a revision surgery approximately 4 years post initial implantation of the tibial and femoral implants, due to a loosening. Three unsuccessful attempts have been made to obtain relevant clinical/medical documentation and radiographs. Based on the lack of information, no further medical assessment is warranted at this time. A visual inspection revealed damage and deformation on the articular surface of the tibial insert, the articular surface of the femoral component, and on the threads of two tibial screws. Bone remains attached to the femoral fixation surface. Small amount of bone remains attached to the tibial tray. Damage observed on the femoral and tibial components was potentially created by third-body particulate. Analysis utilizing a scanning electron microscope found traces of tungsten on the articular surface of the insert. Particles containing constituent elements of stainless steel were also found on the insert surface, indicating possible contact with a surgical instrument during implantation/extraction. Our investigation could not determine a specific cause of the failure. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed batch numbers with this failure mode. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to implant loosening.